Event description:
Customer's father reported that the insulin pump's keypad was unresponsive. Caller reported that the insulin pump's buttons were sticking and then a button error alarm was returned. Customer did not recall any significant events leading up to this issue. Blood glucose level was 118 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).